Event description:
It was reported that this right ventricular (rv) lead exhibited intrinsic amplitude out of range on this implantable pacemaker. The presenting electrogram (egm) shows appropriate function with a brief four second oversensing ventricular event. No other evidence of oversensing or noise observed. Battery longevity is normal and other lead measurements are stable. Further review was recommended. The lead and device remain in service. No adverse patient effects were reported.